Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to call back for troubleshooting if issue occurred again, and caller acknowledged instructions, with no further actions documented.